Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction, and stenosis, as listed in the multi-link 8 coronary stent systems instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments including medication required (treatment with medication) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other multi-link stent, referenced, is filed under separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with an 85% stenosed lesion within the 1st diagonal and an 80% stenosed lesion in the distal circumflex (cx) coronary arteries. A non-abbott (emerge) balloon catheter was used for pre-dilatation in both lesions. Following, a 2.75x23mm multi-link stent was successfully implanted in the 1st diagonal and a 2.75x18mm multi-link stent was successfully implanted in the distal cx. There was 0% residual stenosis noted in both implanted stent/lesion areas. There was no device malfunction. On (B)(6) 2021, the patient presented with chest pain and elevated cardiac enzymes. A non-st elevated myocardial infarction was diagnosed. Medications had been provided as treatment. On (B)(6) 2021, another percutaneous coronary intervention was performed for target lesion restenosis. Angioplasty was performed within the distal cx and 1st diagonal coronary artery stents. The patient was discharged from the hospital in stable condition. There was no device malfunction no additional information was provided regarding this issue.